Manufacturer narrative:
Concomitant medical products: 419478, lead, implanted: (B)(6) 2007 and dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered an alert for out of range pacing impedance and increased rv and superior vena cava (svc) defibrillation impedance. It was noted that there was a confirmed fracture of the lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there was a suspected high voltage rv coil and svc coil fracture. The rv lead was explanted and replaced. It was noted that during the laser lead extraction of the rv lead, the previously capped left ventricular (lv) lead was partially removed leaving a fragment in the coronary sinus. It is not known why the lv lead was previously capped.